Event description:
It was reported that during the procedure, a 5.0mmx250mm on a 180cm armada 35 ll peripheral dilatation catheter was advanced without resistance into a 5-fr non-abbott sheath and onto a non-abbott guide wire, to a calcified lesion in the right distal femoral artery; the femoral artery reportedly had multiple lesions throughout the entire length to the popliteal artery, with some subtotal occlusions. During the 1st few seconds of the first inflation using a non-abbott inflation device, the armada 35 balloon ruptured below nominal pressure. As the balloon was noted to still retain some of the contrast media, negative pressure was applied, however, the contrast media was unable to be emptied from the balloon. The armada was then withdrawn, however, the armada became stuck upon entering the distal end of the sheath and could not be withdrawn into the sheath. An attempt was made to remove the sheath and armada as a single unit, but resistance was felt, again. Under general anesthesia, the armada was surgically removed from the vessel via an endartectomy. After successful removal of the armada balloon, a non-abbott stent was deployed with satisfactory results. The patient hospital stay was extended due to arterial bleeding at the surgical site and due to an infection in the groin area. The infection was successfully treated with antibiotics and the arterial bleeding was treated in the surgical ward; however, the specific treatment was unknown. The patient was discharged from the hospital (B)(6) 2012, in stable condition. There were no reported adverse patient sequelae and no clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event- estimated. Guide wire: benson, inflation: medflator 2 / medex smith medical, sheath: 5 french cordis. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. A cine of the procedure was received and reviewed by a clinical specialist. The reviewer concluded that the target vessels had multiple subtotal occlusions resulting in compromised distal blood flow. The armada 35 balloon ruptured when inflated below nominal pressure and was unable to be removed with the 5 fr sheath from the patient's anatomy so surgical intervention along with general anesthesia was required. The occlusions were then able to be treated with a non-abbott balloon, suggesting a device-issue led to the reported events.

Manufacturer narrative:
(B)(4).